Event description:
Revision surgery - due to the loosening of the implants caused by poor bone quality.

Manufacturer narrative:
The reason the revision surgery was performed was to alleviate patient joint looseness after 1.4 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination.a review of the device history records showed no non-conforming material reports associated with this product.a review of the product complaint report history showed this is the first complaint against lot number 864c1208. (B)(4). The remaining complaints have resulted from other issues such as infections, dislocations and patient contraindications. The root cause for this product complaint was a revision surgery performed to alleviate patient joint looseness resulting from patient poor bone quality there are no indications of a product or process issue affecting implant safety or effectiveness.